Manufacturer narrative:
Report date: 06feb2019. Date rec'd by MFR: 04feb2019. The touchscreen assembly was returned to philips for failure investigation. Visual inspection of the touchscreen assembly did not reveal any signs of damage or contamination. The component was tested and the reported issue of failed touchscreen calibration was confirmed. The touchscreen was determined to be out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03dec2018. The service engineer (se) inspected the device. The se verified the reported issue. The se replaced the touchscreen assembly.

Event description:
It was reported that the touchscreen of a v60 ventilator was inaccurate and failed calibration. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.